Event description:
It was reported that the polyaxial head was not fixed on the screw. When the doctor went to introduce the stem, he saw that the 3d head was not fixed on the screw. He replaced it and used it correctly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The complained implants were analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the implants were manufactured in august and september 2011 according to the specifications and no abnormal findings were identified. Additional tests for functioning with the polyaxial head attached did not show any abnormalities. Based on the provided information, we suppose that the collet in the head was blocked in its upper position during the insertion and can lead to a detachment of the screw head. We are pleased to inform you that the design of the retaining sleeves 03.632.001 and 03.632.036, have been adapted to better hold the collet in lower question. In addition we recommend using the alignment tool 03.632.0007, for polyaxial screw heads to adjust the heads. This will also help to avoid a displacement of the collet.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Awareness date was (B)(6) 2012. (B)(6).